Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the fan failed and due to the fan failure, an error "e101" occurred. In addition, the light guide connector was noted worn. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that error "e101" occurred and the fan motor was not functioning. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device. Conclusion: the root cause could not be identified. The issue was likely to have been caused by a cooling fan failure. Olympus will continue to monitor the field performance of this device.